Event description:
According to the reporter, during a procedure, after firing, the device failed to retract the knife and it became stuck. The surgeon had to make an incision for a tissue retractor to remove the reload that was stuck in the tissue. The surgical time was extended by twenty minutes and it was converted into an open surgery.

Manufacturer narrative:
D10 concomitant product: egiaustnd; egiaustnd endogia ultra univ std stap; (lot number: p5e1168). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after firing, the device failed to retract the knife, and it became stuck. The surgeon had to make an incision for a tissue retractor to remove the jaws of the reload that was stuck in the tissue. Surgical time was extended by 20 minutes. The surgeon had to make an incision, and the procedure was converted into an open surgery to remove the reload.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.